Manufacturer narrative:
This MDR is being filed based on a retrospective review of complaints rec'd by the MFR for the time period 08/15/2010 through 08/15/2012. Eval: the pulsar generator was returned. The unit powered on correctly but only one front panel adjustment button was working. Crimps used on the front panel ribbon cable were mounted on the incorrect side during assembly, causing non-functioning buttons. Using the test panel the unit delivered rf energy correctly into the fixed resistors across all modes and power levels. The unit failed an imbalance test several times which finally resulted in replacement of the entire rf controller pcba. This unit was repaired and had applicable software and hardware upgrades and was recertified for use.

Event description:
It was reported 30 mins into a cervical fusion procedure, the machine faulted. All cords were removed and the machine was rebooted. The machine failed as it finished rebooting so they turned it off and on again. The case resumed. There was no affect on the pt.